Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: osteoporosis with vertebral compression fractures it was reported that intra-op, balloon tore and was stuck against the working cannula that had slightly bent on introduction as the bone was sclerotic. Balloon would not pull out so the entire cannula was removed and this released the balloon. The trocar was reintroduced and the procedure was completed successfully with the original product. No patient complications occurred as a result of the event.